Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced the stimulation from their implantable neurostimulator (ins) had shifted away from the left temple and toward their left ear (noted as ¿unwanted stimulation¿ at the lead location). An x-ray taken on (B)(6) 2014 confirmed that the left suborbital lead had migrated over the patient¿s left ear. The patient stated that they were unsure what had caused the lead to migrate but did note that they had a ¿pulling sensation¿ in their neck and that the extension could be visualized through the skin. Impedance testing was performed (at 0.7 volts) and found electrodes #3 and 6 (which were on the affect lead) showed values of >10,000 ohms. Group impedances on the unaffected lead showed values of 528 ohms and ma = 2.604. It was noted that the ins voltage was at 3.8 volts and the patient stated that the therapy when using the unaffected lead was still effective and ¿couldn¿t function without it¿. The amplitude on the program using the affected lead was turned to 0.0 volts and the patient was to consider a revision of the lead. There were no further plans to see the patient at the time of report and their status was reported as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).